Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was on critical override. A field service engineer (fse) confirmed customer mentioned that their station was in critical override and not connected to the network. The fse worked remotely with the information technology (it) department to verify the station¿s network port and cable connection; inspection revealed a damaged network cable, which it replaced to restore functionality. The system functioned as intended after the information technology repaired the device.